Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported the insulin gauge was inaccurate. Tandem technical support found the customer was using cold insulin to load cartridges and was not following the proper air removal step. Cts educated the customer on proper loading procedures. The customer continued to use the pump for insulin therapy. The customer's blood glucose was 106-170 mg/dl.